Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2025 during which the lead was re-anchored, and extensions were added to address the issue. Effective therapy restored.